Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the therapy was suspended on (B)(6) 2016 as a magnet was positioned over the pump. On (B)(6) 2016 the magnet was removed from the pump and therapy resumed on (B)(6) 2016. It was also noted on (B)(4) 2016 the device was reprogrammed and therapy was resumed. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient participating in the product surveillance registry. The pump was used to deliver fentanyl (150 mcg/ml at 35 mcg/day), bupivacaine (30 mg/ml at 7 mg/day), and clonidine (130 mcg/ml at 30.33 mcg/day). The indication for use was non-malignant pain. The patient presented to the emergency department (ed) with increased anxiety and shakiness on (B)(6) 2016. The ed physician treated the patient with ativan. The on-call provider believed this was an adverse drug reaction and advised the ed physician to contact the device manufacturer to program the pump to minimum rate. The patient's symptoms worsened following the reprogramming and improved with hydromorphone on (B)(6) 2016. The patient had been experiencing opioid withdrawal following the opioid rotation from hydromorphone to fentanyl on (B)(6) 2016. The patient's pump was increased on (B)(6) 2016. It was noted that the event required in-patient or prolonged hospitalization and the event resolved without sequelae on (B)(6) 2016. The etiology of the event was reportedly related to the device or therapy and related to the intrathecal medications hydromorphone and fentanyl specifically related to discontinuing hydromorphone and starting fentanyl.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that on (B)(6) 2016 the patient was treated with im dilaudid which helped. The patient was experiencing agitation, anxiety, restlessness, and nausea. The patient exited the emergency department with continued restlessness and anxiety. On (B)(6) 2016 the patient presented to the clinic with the pump programmed to minimum rate. A single clinician bolus was delivered. The patient presented to the clinic with lower extremity numbness and weakness on (B)(6) 2016. The patient's pump rate was decreased by 20%. The patient contacted the clinic on (B)(6) 2016 and reported uncontrolled pain and persistent lower extremity numbness. Two days later the patient's pump was refilled with new concentrations of the medications; fentanyl (300mcg/ml), bupivacaine (30 mg.ml), and clonidine (200 mcg/ml). On (B)(6) 2016 the patient contacted the clinic and reported increased pain and burning all over their body since the change to the pump medications. The patient presented to the clinic the same day and had their pump refilled with a new concentration of medications. The catheter was accessed to avoid a bridge bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.